Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided.Locked Down Smartphone: Data not available.Omnipod Software App Version: 2.2.1.Operating System: 26.5.Hardware: iPhone13.4.CGM Sensor Type: Data not available.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (DKA) on (b)(6) 2026. No specific blood glucose values were provided. However, the patient was not wearing the Pod at the time and did not have a backup plan in place while transferring the Omnipod application to a new phone. The patient experienced login difficulties during the application transfer process. During the hospitalization, multiple troubleshooting attempts to resolve the issue were unsuccessful; however, the patient was eventually able to log in to the application. No additional symptoms were reported. The patient was treated in the intensive care unit with intravenous fluids. Additional Good Faith Effort (GFE) attempts were made to obtain further information; however, no additional details were obtained.